Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was tested by the hospital personnel. A complete set of device logs was saved and sent for evaluation. The logs show some alarms for airway pressure high, peep high and regulation pressure limited, which may indicate an expiratory resistance. There is no indication of a technical failure in the system, no technical error, and the system checkout prior to and after the case were successful. According to additional information, the machine did not ventilate during the first seconds after the patient was intubated. Later, it worked fine, and the user was able to finish the case with the same machine without any problems. No further issues have been reported. The root cause has not been established by this investigation as the reported issue could not be reproduced. The correction of fields d1 brand name and d4 version or model # were required. This is based on the internal evaluation. Previous brand name: flow-I, corrected brand name: flow-I c40 previous version or model #: flow-I c20, corrected version or model #: 6677400.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the anesthesia workstation stopped working. There was no patient harm reported. Manufacturer´s ref #: (B)(4).